Manufacturer narrative:
Evaluation conclusion: the reported event was not duplicated and no failures were confirmed during the manufacturer device evaluation. The device has been discarded by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility, the device was sticking, resulting in run on. However, the procedure was completed successfully using the device. No clinically relevant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was sticking, resulting in run on. However, the procedure was completed successfully using the device. No clinically relevant delay, no medical intervention and no adverse consequences were reported with this event.